Manufacturer narrative:
Date of event is an estimate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via manufacturer representative regarding a patient who receiving baclofen (2000 mcg/ml, 1964.8 mcg/day) via intrathecal drug delivery pump for severe spasticity. It was reported that the doctor didn't see how the pump was working because the patient was so tight. The patient was a bad historian and always said "if it were not working I would be pretty miserable," but she was pretty miserable, so the doctor was not sure if it was ever working since the last revision. The patient lived far away and had transportation issues, so the doctor proposed an admission to medicine to help with troubleshooting, including daily dose reductions to see if she noticed any difference. The doctor would want to send her for early battery replacement given her history of previous failure, but would like to know if it was working before they do that, in case she needed a total revision. No external factors were reported that may have led to the issue. No diagnostics or interventions were performed, and resolution of the issue was unknown. The patient status was 'alive - no injury,' and surgical intervention did not occur and was not planned. No further complications were reported.